Event description:
The device was implanted on 9/22/95 for infusion of chemotherapy. On 2/24/97, the facility nurse contacted the MFR and reported that the device was explanted this morning (2/24/97). The physician reported that the device was "clotted" and he was unable to obtain a blood return. (Note: this is the second similar report the MFR has received concerning this pt/device.